Manufacturer narrative:
The date of event and therapy date was sometime in 2016. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the empty bag of the continuous ambulatory peritoneal dialysis (capd) y-set was damaged. The bag was folded together and when it was separated, there was a hole noted in it. This was noted before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Clarification received on 07 september, 2016: if the user tried to separate the product, the product would become damaged. Once separated, it would lead into a hole. There was no confirmed hole or any visible defective problem. Specifically, it was reported that the empty bag was folded together and if they tried to separate it, the bag would become damaged. Clarification received on 08 september 2016: it was reported that two samples were to be returned but only one sample was returned. The device was returned and an evaluation is complete. A visual inspection was performed with the naked eye and magnification. Functional testing was performed which included leak testing, clear passage testing and clamp function testing. Excess solvent identified during visual/functional inspection that is manufacturing related. The reported condition was verified. The cause was determined to be excess solvent. Should additional relevant information become available, a supplemental report will be submitted.